Manufacturer narrative:
Patient information: this information was not provided. Device information: n/a ace¿ 3" self-adhering elastic bandages don't claim a shelf life the device was not returned for evaluation. The complaint history for the device was reviewed for the past two (2) years and no trends for reported injury was observed. 3m will continue to monitor.

Event description:
A female customer (age unspecified) reported an incident involving a 7-year-old female. On (B)(6) 2023, the ace self adhering bandage was applied on the customer's right wrist/thumb protecting a sprain. The area was cleansed with soap and water, allowed to dry before the bandage was applied. The bandage was in place overnight. The bandage was removed in the morning due to alleged irritation and itching. The alleged irritation was in the same shape as the bandage. She allegedly also had irritation on her cheek where she had slept with her face on her hand where the bandage was applied. She took claritin (oral) and applied benadryl & hydrocortisone cream on the area without improvement. On an unspecified date, blisters allegedly started developing on the area. On an unspecified date, the urgent care physician prescribed orapred (for 2 days) and triamcinilone (for 7 days). No allergies or medical history reported.